Manufacturer narrative:
For further eval, church & dwight co., inc has requested the following from the user: the product, its original packaging, and completion of an event questionnaire. To date, the requested has not yet been returned.

Event description:
On (B)(6) 2011, a consumer reported by phone, "my wife has been to the doctor several times because of .... Infection and bleeding in her vagina....[also] some redness followed by irritation on my penis." According to consumer, use of the product was around (B)(6).